Event description:
On 12/02/2016, (B)(4), received additional information indicating that a second graft was involved in the original complaint (reported on medwatch 3002924436-2016-00017). Both grafts were explanted on (B)(6) 2016. To date, (B)(4)has not received additional information.

Manufacturer narrative:
Method: rti/tmi conducted a re-review of the product history record for tutomesh bovine pericardium, packaging production records, environmental monitoring, product specification, distribution database, and the complaint database for related complaints associated with the lot. Results: there were two departures noted during records re-review. One departure was associated with a fluctuation in the power supply outside working hours; there was no open tissue in the clean rooms and all electronic equipment was tested for its functionality immediately after the fluctuation occurred. The second departure was associated with exceeding the limit for microbiological contamination on a disinfectant dispenser. Additional cleaning of dispensers was implemented. There was no negative impact to any tissues associated with these departures. The xenograft underwent a validated sterilization methodology, tutoplast, which includes terminal sterilization by gamma irradiation after packaging. Rti/tmi has manufactured and distributed (B)(4) tutomesh bovine pericardium xenografts from lot #nz15290026 without related complaints. Environmental monitoring data generated during and around the time of processing were acceptable. According to records re-review, serial ID (B)(4) met rti/tmi specifications and release criteria prior to distribution. Conclusion: given the facts that: the xenograft underwent a validated sterilization methodology, tutoplast, which includes terminal sterilization by gamma irradiation after packaging; serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution; environmental monitoring data was acceptable; there are no complaints associated with distributed grafts from this lot; and seroma is a common complication after mastectomy, due to serum accumulation in a dead space in the tissue (after extensive removal of tissue), it is more plausible that the patient's post-operative outcome was associated with a source or event extrinsic to the xenograft.

Event description:
(B)(4) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 11/07/2016. The reported complaint indicated that after a bilateral nipple-sparing mastectomy, the patient returned for follow up with seroma development and rotation of the graft on the left side. The mesh appeared as partially dissolved on an ultrasound. A revision surgery was planned for (B)(6) 2016. To date, rti has not received additional information.